Event description:
A vsi micro-introducer kit was used in a patient procedure. The hub broke off from the plastic introducer and had no way of retrieving it. The physician called a vascular surgeon to take the patient to the or to have it removed.